Event description:
It was reported that customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer replaced supplies as necessary and resumed insulin therapy.